Event description:
Boston scientific received information that this right ventricular lead exhibited impedance measurements greater than 2500 ohms. As a fracture was suspected, the lead was surgically abandoned. No adverse patient effects were noted.

Manufacturer narrative:
This lead was abandoned, therefore, boston scientific crm will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this event will be updated.